Manufacturer narrative:
The triever24 (t24) was returned to the manufacturer and evaluated. Visual inspection of the device revealed two kinks in the catheter shaft and the liner was completely separated from the catheter. The distal tip was cut and dissected. Delamination of the liner and detachment of the coils were observed in the damaged area. Adhesive residue was found at the expected location of the marker band attachment. The kinks in the catheter were likely caused by excessive mechanical forces used during handling or procedural manipulation. Withdrawing the flowtreiver disks through the t24 at a sharp angle, likely exasperated by using additional force, likely compromising the integrity of the liner, which resulted in the marker band detaching. Manufacturer reference: (B)(4).

Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon completion of the investigation, a follow-up report will be submitted. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings related to the reported issue. The device labeling includes the following warning statements: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract and collapse the flowtriever disk(s) into the triever catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." The device labeling lists foreign body embolism as a possible adverse event/complication. Manufacturer reference: (B)(4).

Event description:
On (B)(6)2025, a 62-year-old male underwent a pe thrombectomy using inari devices. After two passes using the flowtriever 2 catheter, m (ft2) through the treiver24 (t24), the basket of the ft2 was withdrawn at a sharp angle against resistance into the t24. Upon removal of the ft2, the t24 catheter liner was observed wrapped around the ft2. The physician performed an additional aspiration, and the radiopaque marker was then found in the aspiration syringe while filtering the patient's blood for return. A new device was opened, and the case was completed without further issues. There was no injury, and all pieces of the inari devices were removed from the patient.